Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of random imprecision problems affecting their ise indirect na, k, ci for gen.2 results from a cobas 6000 c (501) module. The customer provided an example that had a reportable malfunction for sodium and chloride. The initial sodium result was 104 mmol/l with a repeat result of 140 mmol/l. The initial chloride result was 145.3 mmol/l with a repeat result of 104.1 mmol/l. The customer only reported out the sodium result of 140 mmol/l and the chloride result of 104.1 mmol/l outside of the laboratory. There was no allegation of an adverse event. The sodium and chloride electrode lot information was requested but was not provided. The calibration and control results were acceptable. The customer changed the ise reagent, primed the ise reagent, calibrated the ises, and performed precision testing. Ise precision and performance check testing was performed with unacceptable results. The field engineering specialist found the ise reference tubing was leaking and that there were air bubbles in the ise reference tubing. Following the service visit, there have been no further issues.